Event description:
It was reported that the patient did not cycle this inflatable penile prosthesis (ipp) once implanted. As a result, the device never inflated, leading to a capsule forming around the ipp and the patient experiencing floppy glans. A surgical procedure was performed, during which all components were removed and a new ipp was implanted, with distal tips placed more distally. There were no device issues, and no additional information was provided.